Manufacturer narrative:
H3, h6: the ri robotic drill attachment (us) rob10015, (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill was disassembled and it was found that the drill attachment bearing shaft lock nut was out of torque specification causing it to get stuck on the drill. The most likely cause of this event is the bearing shaft lock nut backed out due to vibration. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from us, it was reported that during a cori assisted tka surgery, after successfully completing the right side of a bilateral jiibcs, they shut down cori, moved to the other side and went to set up the real intelligence robotic drill. However, they received an error message after pressing unlock, they could not clear the error by clicking "continue". Therefore, they created a new case and had the same error. Then, when they tried to take off ri robotic drill attachment from the real intelligence robotic drill, they could not. The procedure was completed by changing the surgical technique to manual procedure, with a non-significant delay. Patient was not harmed beyond the problem reported. Moreover, the investigation found that the ri robotic drill attachment bearing shaft lock nut was out of torque specification causing the drill attachment to get stuck on the drill. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Section h10 - updated results of investigation: the ri robotic drill attachment (us) (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill was disassembled and it was found that the drill attachment bearing shaft lock nut was out of torque specification causing it to get stuck on the drill. The most likely cause of this event is associated with a loose drill attachment retaining nut. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from us, it was reported that during a cori assisted tka surgery, after successfully completing the right side of a bilateral jiibcs, they shut down cori, moved to the other side and went to set up the real intelligence robotic drill. However, they received an error message after pressing unlock, they could not clear the error by clicking "continue". Therefore, they created a new case and had the same error. Then, when they tried to take off ri robotic drill attachment from the real intelligence robotic drill, they could not. The procedure was completed by changing the surgical technique to manual procedure, with a non-significant delay. Patient was not harmed beyond the problem reported. Moreover, the investigation found that the ri robotic drill attachment bearing shaft lock nut was out of torque specification causing the drill attachment to get stuck on the drill. As part of corrective actions, continuous improvements have been made to the assembly process. The assembly work instruction has been updated to include the application of a thread-lock compound to the drill attachment retaining nut during assembly. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a cori assisted tka surgery, after successfully completing the right side of a bilateral jiibcs, they shut down cori, moved to the other side and went to set up the real intelligence robotic drill. However, they received an error message after pressing unlock, they could not clear the error by clicking "continue". Therefore, they created a new case and had the same error. Then, when they tried to take off ri robotic drill attachment from the real intelligence robotic drill, they could not. The procedure was completed by changing the surgical technique to manual procedure. Patient was not harmed beyond the problem reported. Moreover, the investigation found that the ri robotic drill attachment bearing shaft lock nut was out of torque specification causing the drill attachment to get stuck on the drill.